Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device_s circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Event description:
On 17-apr-2024, a decline in the hearing performance of the user's left-sided device was observed. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 17-apr-2024, a decline in the hearing performance of the user's left-sided device was observed. After 7 months of observation, no improvement could be seen, so re-implantation was considered. The user was re-implanted on (B)(6) 2024.